Manufacturer narrative:
Device discarded by customer.

Event description:
The customer reported that for 6 safepico aspirators, blood had sprayed through the tip cap (vtc) after air removal. The customer discarded the 6 samplers. Nobody came into contact with blood. The customer is questioning the way they operate the device.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.